Event description:
It was reported that the pulse generator exhibited an inappropriate decrease in rate response and loss of sensing. It was stated that the issue was resolved. No additional information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.